Event description:
This device was still in the sterile package when it was interrogated prior to a case and it was found that the device was at eol. Because there was no pt involvement, a device defect report was filed on this ICD on august 19, 2003. However, in december 2003, during an FDA audit, the investigator informed co that this device should have been reported as an MDR because it was a failure similar to other MDR reportable failures. Therefore, as a result of an FDA observation, co is filing this report.